Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) device during use and the hp was connected at the time of the alarm. The alarm occurred during the either the dwell or drain step of peritoneal dialysis (pd) therapy. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) reviewed the alarm with the hp. It was not determined how the hp completed therapy after the alarm occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.